Event description:
Related manufacture reference number: 2017865-2023-47614, related manufacture reference number: 2017865-2023-47615. It was reported that the patient presented in clinic. Interrogation noted that the atrial lead and right ventricular lead exhibited noise oversensing causing pacing inhibition resulting in a syncopal episode. The reported leads were capped and replaced on 13 sep 2023. During the same procedure, the pacemaker was also explanted due to advisory status. The patient was in stable condition.